Event description:
This device was explanted due to noise and poor sensing. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Visual inspection of the device showed no abnormalities. The memory content of the device was inspected. The available secgs contained episodes with large t-waves as well as external noise. Further analysis revealed no anomalies. Finally, the biomonitor was subjected to a complete electrical test, which the device passed. In conclusion, the analysis confirmed the presence of t-wave oversensing and external noise in the recorded secgs. Thorough testing proved the device to be as specified. There was no indication of a material or manufacturing problem.